Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent laparoscopic hysterectomy or robotic myomectomy on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced a reaction with red rash/irritation. The reaction was a concentric circle around the incision about 2-3 inches. The patient was prescribed medrol dose pack and topical hydrocortisone was used for the reaction. The current status of the patient was reported as better. The surgeon opined that either the topical skin adhesive or the glue from the steri strips contributed to the event.